Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: we are getting occlusions on 2 of 3 babies each day.

Event description:
It was reported that an unspecified number of bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: we are getting occlusions on 2 of 3 babies each day.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they are experiencing occlusions with the tpn tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 21125097 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21125097 regarding item #11532269.